Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the mid left anterior descending artery (lad). A 2.8 x 19 mm graftmaster covered stent was advanced; however, it failed to cross the perforation due to the anatomy and the stent became unstable. Additionally, the device was not able to be pulled inside the guiding catheter; therefore, the covered stent was deployed in the proximal lad. In this manner, it was possible to implant a 2.8 x 16 mm graftmaster covered stent in the mid lad to seal the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.